Event description:
It was reported that a patient experienced peritonitis. On an unreported date, the patient made a mistake, by not wearing a mask and warming the bag in hot water. On an unreported date, the patient was hospitalized and treated with fortum (1gm) and vancocin (1gm) (frequency and route not reported) by an injection (inj) for the peritonitis. The patient is recovering. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error reported, which was due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information from that review, a supplemental medwatch will be filed.